Event description:
According to the customer, a flow impediment of the valve has been observed. The valve has been implanted on (B)(6) 2012 and explanted during the same procedure. Replacement of valve unknown. No patient outcome reported. (B)(4) affiliate confirmed that the event was intra-operative. The patient got another valve. No harm for the patient and no delay greater than 30 minutes reported. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The siphon guard was irrigated and the flow was normal. The valve was dried. The valve was tested for programming and failed the test; during the programming process the cam mechanism did not move. The valve was then pressure tested at setting 4, and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the seat of the ruby ball, on the cam mechanism pillar, and on the spring. The device history records could not be review as the lot number is unknown. Based on the investigation, this complaint is considered closed. Trends will be monitored for this and similar complaints.